Event description:
It was reported through a literature article that an angio-seal sts was deployed post neurointerventional procedure. The patient was premedicated with 300 mg of aspirin and 75mg clopidogrel after an administration of a loading dose 300-450 mg prior to stenting procedure, which was to be continued after treatment. During the procedure, heparin was administered intravenously, with close monitoring of the activated coagulation time (act). After deployment of the angio-seal, the patent experienced retroperitoneal bleeding and received a blood transfusion. The patient was on bedrest for 18-24 hours post procedure. Additional information was not available. The incident date is between 2005 and 2006. The physician who deployed the angio-seal was unknown.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.